Event description:
It was reported during a reintervention procedure, in-stent thrombosis was observed. The patient outcome is reported to be good.

Manufacturer narrative:
The event was previously reported under manufacturer report number 2939204-2012-00091. (B)(6). The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Restenosis and stent thrombosis are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device was implanted.